Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the microphone had failed and the physician could not hear the patient. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that there was an issue with the CT gantry which resulted in the physician not being able to hear the patient from inside the scan room. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) arrived at the customer site and evaluated the CT system. The fse confirmed the customer¿s allegation and found that the gantry microphone had failed. The fse replaced the breathing light assembly and the issue was no longer present. The fse tested the system and confirmed it was working as expected. The system was handed back to the customer for clinical use. The system is operational and in clinical use. This event has been determined not to be a reportable event.